Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty eight devices were received for evaluation; 26 events were confirmed during testing. Three devices were found to be affected by broken down lubrication. One device was found to be affected by damaged bearing, internal corrosion and broken down lubrication. One device was found to be affected by fibers, internal corrosion and broken down lubrication. Seventeen devices were found to be affected by internal corrosion and broken down lubrication. Three devices were found to be affected by shattered bearing, broken down lubrication, and internal corrosion. One device was found to be affected by shattered bearing and internal corrosion. Two devices were found to be within specification for the reported event. Five devices are available for evaluation but have not yet been received. Three devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device overheated. One event had patient involvement with no patient impact. Thirty five reported events had no patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; 4 events were duplicated during testing. One event was not duplicated; however, the device was out of specifications. One device was found to be affected by broken down lubrication. One device was found to be affected by internal corrosion and broken down lubrication. Three devices were found to have internal corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device overheated. One event had patient involvement with no patient impact. Thirty five reported events had no patient involvement or patient impact.